Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mmx3.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent was damaged when passing the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus mr ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination identified stent struts which had been lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 36mmx3.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent was damaged when passing the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.